Event description:
During the extraction of a gamma 3 nail, to convert to a hip replacement, corrosion / rust was identified on the nail and lag screw. Update 07 dec 2023: no the change had nothing to do with the implant but was a planned conversion. The suspected corrosion was only noted post surgery and seen as unrelated to the surgery itself.

Manufacturer narrative:
Please note corrections to section d4 lot# and h6 (health impact code). The reported event could not be confirmed, since no corrosion / rust was determined on the returned product. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The raw material was confirmed being stainless steel. The device inspection revealed the following: in some edges small spots of discoloration were apparent. These could easily be scratched off with a harder object. Having done so, the original silver colored material was visible without any material defects. Local areas were covered with deposits of brown human substances. Using a hard object these substances could easily be scratched off. After thorough cleaning the original surface could be seen. Based on investigation, the root cause was attributed to a user related issue. The event was caused by misinterpretation of the appearance. With available information a product deficiency was not verified.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the extraction of a gamma 3 nail, to convert to a hip replacement, corrosion / rust was identified on the nail and lag screw.